Event description:
According to the reporter, the catheter had 4 holes despite being triple lumen. It was mentioned that the distal route was the venous route and had communication with the medial orifice. Arterial and venous roads with memory, making it difficult to exit the guide wire during insertion, also hindered flow in femoral insertion during the hemodialysis procedure. The product use followed the manufacturer's instructions. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.